Manufacturer narrative:
Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - h10 additional narratives/data it was reported that an inaccurate electrodes placement was noted. A DHR review and a complaint history review were performed and did identify (B)(4) similar event within the past (B)(4) months. Analysis of available data logs and patients folder identified multiple possible root causes that might have impacted accuracy : - the image fusion quality of pre-operative images (CT with MRI) and of pre-operative images with post-operative CT images - an undetected head shift after the registration, possibly due to the incorrect fixing of the patient's head - the registration method and its quality none of them can be confirmed therefore the root cause of the inaccurate electrodes placement remains unknown.

Event description:
The surgeon notified the field service engineer (fse) by email of inaccurate electrode placements. The surgeon stated that all of his electrodes were translated superiorly by just a couple mm. He also stated that there were no obvious robot issues during the procedure and the registration looked absolutely flawless during checks.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon notified the field service engineer (fse) by email of inaccurate electrode placements. The surgeon stated that all of his electrodes were translated superiorly by just a couple mm. He also stated that there were no obvious robot issues during the procedure and the registration looked absolutely flawless during checks.